Manufacturer narrative:
Visual inspection of the device showed no visible defects. Functional test shows that the plunger functioned properly. No abnormal resistance was felt when actuating the steering mechanism. Testing of the curve dimensions passed all testing; the curve is less than the maximum specification. The curve also passes the out-of-plane test. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a dynamic xt electrode catheter was used in a tachycardia electrophysiological examination and radiofrequency ablation procedure. It was noted that the patient had a severely tortuous left femoral vein. Upon advancing to the junction of right femoral vein and inferior vena cava the blood vessel had angulation of 90 degrees. After pushing thought the angulation the catheter became stuck and was damaged. The catheter was replaced and the procedure was completed without patient complications. It was further reported that the catheter's failure was that the catheter was unable to bend. The catheter was removed by simply pulling the catheter out without intervention.

Event description:
It was reported that a dynamic xt electrode catheter was used in a tachycardia electrophysiological examination and radiofrequency ablation procedure. It was noted that the patient had a severely tortuous left femoral vein. Upon advancing to the junction of right femoral vein and inferior vena cava the blood vessel had angulation of 90 degrees. After pushing thought the angulation the catheter became stuck and was damaged. The catheter was replaced and the procedure was completed without patient complications. It was further reported that the catheter's failure was that the catheter was unable to bend. The catheter was removed by simply pulling the catheter out without intervention.

Manufacturer narrative:
The device was not returned for analysis and the complaint as reported could not be confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a dynamic xt electrode catheter was used in a tachycardia electrophysiological examination and radiofrequency ablation procedure. It was noted that the patient had a severely tortuous left femoral vein. Upon advancing to the junction of right femoral vein and inferior vena cava the blood vessel had angulation of 90 degrees, after pushing thought the angulation the catheter became stuck and was damaged. The catheter was replaced and the procedure was completed without patient complications.